Manufacturer narrative:
Citation: malik is et al. Rescue valve-in-valve-in-valve tavr for acute transvalvular aortic regurgitation. Cardiovasc revasc med. 2020 nov;21(11s):11-13. Doi: 10.1016/j.carrev.2020.07.002. Epub 2020 jul 6. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a male patient who had a 26 mm medtronic evolut r transcatheter valve (serial number not provided) implanted valve-in-valve in a stenotic 25 mm non-medtronic surgical aortic valve. Three years after evolut r implant (at the age of (B)(6) years), the patient presented with atypical chest pain. Within 72 hours of hospital admission, coronary angiography was performed and exhibited a patent left internal mammary artery graft to the left anterior descending, severe native coronary disease, and no other functioning grafts. Aortography showed severe paravalvular leak (pvl) and indicated the evolut r may have migrated upwards. Two days later, the patient developed pulmonary edema that rapidly degenerated into cardiogenic shock. The patient was intubated, started on inotropes, and transferred to the intensive care unit. Transesophageal echocardiography (tee) was performed and detected severe pvl and severe left ventricle impairment. In addition, tee revealed the evolut r had partially migrated upwards and a one-third circumferential pvl was seen between the evolut r and the surgical valve internal orifice. After review of the case, the physician/author team decided to perform a valve-in-valve-in-valve procedure. Subsequently, a 26 mm non-medtronic transcatheter valve was successfully implanted inside the evolut r. This resulted in immediate improvement in hemodynamics, immediate reduction in inotropic requirement, and no significant ar. The authors stated the evolut r may have been inadvertently pulled upwards by the diagnostic catheters used during coronary angiography. No additional adverse patient effects or product performance issues were reported.